Manufacturer narrative:
12/23/97-supplemental report #1 submitted to FDA.

Event description:
The device was used during an appendectomy procedure. Reportedly, the instrument jammed. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.